Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high, out-of-range (oor), shocking lead impedance measurement of more than 125 ohms. The cause of the impedance issue was not determined. Recent patient check revealed all other measurements were within normal limits. The patient will continue normal follow up. No adverse patient effects were reported. The system remains in service.